Event description:
It was reported that during a hiatal herniorraphy, the device had a broken membrane and a pneumo leak. No fragments were generated, surgery was not delayed, and surgery was successfully completed. No medical interventions were required and there was no patient consequence.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.